Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
The patient had a greenfield vena cava filter (ivc) implanted on an unspecified date. He is currently seeing a physician regarding ongoing blood clots to his lungs.